Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the powder of the bone cement was found scattered after removal of the package when the distributor (shanghai national medicine) received the product before the surgery. The distributor found that the bottom of the packing box was not sealed and the inner sterile packaging had a small opening so that the powder was scattered. No patient or person affected, no delay issued.

Event description:
Please refer to report 3006946279-2018-00216.

Manufacturer narrative:
(B)(4). Additional and corrected information are filled in the following fields: complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened in 1 area. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to device design issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.